Event description:
The salute fixation device is intended for fixation of prosthetic material. The disposable cartridge was loaded into the reusable system, and the surgeon deployed straight wire in to the patient. It is unknown whether the scrub technician had deployed a test fire on the sterile table prior to handling the salute to the surgeon. A second disposable cartridge was loaded and test fired. It would not deploy any constructs. The surgeon removed the straight wire from the patient. The case was completed with an alternative tacking system. There was no harm to the patient. The onux sales rep was called in, and onux sales rep tested the system with their disposable carridges. It deployed straight wire and incomplete constructs.